Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 3.0x35mm, 90% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. The 2.75x38mm promus element stent was deployed and post dilated with a 3.0x15mm non-bsc balloon. Following post dilation it was noted that the stent was damaged. The damaged stent section was treated with a 3.0x16mm promus element stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).